Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the phantom pockets issue. A technical support specialist troubleshot the device and resolved by clearing pocket inventory, resending pocket load messages, and deleting mismatched just-in-time database (jit db) entries to match es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server , had requested to check for phantom pockets in all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.